Manufacturer narrative:
Correct catalog number for fixture is 90434, not 90430 as previously reported.(B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar leaked. The surgeon tried to take off the seal and put on again but it didn`t help. They switched to competitor's trocar. As a result of the difficulties encountered with this device, the procedure was prolonged eight minutes. There were no adverse consequences for the patient.

Event description:
This is a spontaneous report by a nurse from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On an unreported date, the patient developed peritonitis. Laboratory tests, remedial treatment and outcome of peritonitis were not reported. It was reported that the patient was removed from therapy until she recovered. Medical history and concomitant medications were unknown. The reporter did not comment on causality, and declined to be contacted for additional information.

Event description:
Per the clinic, the device "fell out while the patient was adjusting the volume of the processor. It is unknown whether there are plans to reimplant as of the date of this report.

Manufacturer narrative:
Per patient's surgeon, surgery to remove cover screw from sleeper and attach a new abutment occurred (B)(6), 2010.fixture not explanted, date of fixture loss was (B)(6), 2010.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pt received her scs system including an ipg on (B)(6) 2007. It was reported that the pt experienced heating at the ipg site and had persistent pain at the ipg implant site. The ipg was removed and the leads were capped. The explanted ipg was returned to ans for analysis. No further info is available. No further issues have been reported on this pt.

Manufacturer narrative:
Per the patient's surgeon the device was explanted on (B)(6), 2010. Patient has 3mm sleeper fixture in place.(B)(4).